Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. Approximately three hours after the procedure, the patient felt pain in the left hypogastric region of the abdomen. The vaginal packing was removed and intravenous pain medication was given without relief. Therefore, an ultrasound scan was performed, and a transabdominal ultrasound scan revealed a hypoechogenic mass in the retzius space to the left of the urinary bladder, total size 14 x 12 x 9 cm. Surgical revision was performed and one liter of blood clots was removed from the retzius space. Afterward, the retzius space was carefully studied and the obturator vessels were intact. The site of the bleeding was found to be on the obturator muscle, apparently from the incision made by the tape inserter, approx two centimeters below the obturator nerve and vessels. The tape was not visible. The tip of the tape was not in the obturator muscle. The hematoma dissected the paravesical space, and the surgeon opines that the tip of the tape was pulled out from the muscle and the tape was retracted. Hemostasis by bipolar coagulation was unsuccessful, so final hemostasis was achieved with one spiral stitch. The obturator muscle was covered with surgical fibrillar and suction drainage was inserted. Pre-operative hemoglobin was 142 g/l and after the procedure it was 128 g/l, and the next day, it fell to 81 g/l. A coagulation profile was repeatedly normal. The drain was removed on the second day. A repeat ultrasound scan showed no fluid collection in the retzius space, and an examination of the tape location revealed good fixation on the right side and dislocation on the left side. Further post-operative course was without complications, and the patient was discharged on the fifth post-operative day. Two months after surgery, the patient was continent. The surgeon opines that the possible reason for this hemorrhagic complication may be the scalpel-shaped tip of the inserter, which can cut the muscle fibers of the obturator muscle. Another possible reason for the bleeding may be the insertion technique. Currently, the patient is reported to be "ok" and continent.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.